Manufacturer narrative:
Ref. ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. It was not possible to eliminate the artifacts by calibrating. The defective detector needs to be replaced. A sent quote for an exchange detector was rejected/canceled by the customer. No details were provided about the circumstances when the detector fell down. As the customer did not make other claims, it is concluded that the detector was dropped by accident (use error). Risk estimation revealed acceptable risk per risk benefit analysis, because actually, there is no feasible technical solution for this kind of ¿use error¿. This issue is further monitored and trended.

Manufacturer narrative:
Ref. ID: (B)(4). The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.

Event description:
The customer reported that the large, portable detector, model "skyplate", is getting an artifact, biomed looked at shock log and found a heavy shock. Attempted to calibrate detector and calibration fails. A dropped detector can lead in worst case to a fracture in the foot. No injury reported.